Manufacturer narrative:
The actual device was returned for evaluation. The device was evaluated and the reported condition that the device was broken was confirmed. An assessment was performed which found that the safety ring of the device was worn, bent, the locking pin inside the end was falling out, and the saw blade coupling was rotating during pre-repair assessment. It was noted that the pin was missing causing the saw blade coupling to rotate during repair. It was further determined that the device failed pretest for check saw blade coupling assessment. The assignable root cause of these conditions was determined to be traced to component failure due to normal wear. If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4).

Event description:
It was reported from (B)(6) that the battery reciprocator saw device was broken. During in-house engineering evaluation it was observed that the locking pin inside the end was falling out, and the saw blade coupling was rotating during pre-repair assessment. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.